Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; that the plate attached to the patient is broken by the second orifice plate body. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant explant date: device is an implant. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was not performed; the lot number was not provided. Placeholder.